Event description:
Customer is reporting discrepant high result with the meter compared to the lab on new pt self-tester. Results as follows: date: (B)(6) 2012; inratio inr: 4.4; lab inr: 2.2 (compared the same time). Pt was on heparin when comparison was done, and today ((B)(6) 2012) he has put the pt on lovenox.

Manufacturer narrative:
Investigation pending.